Event description:
On (B) (6) 2010 pt reported experiencing elevated blood glucose today. Pt stated she started fasting and when she went to bed on (B) (6) 2010 her blood glucose was 92 mg/dl. Pt stated when she woke up her blood glucose was in the 260's mg/dl. Pt reported her blood glucose ranged from 175-263 mg/dl throughout the day. Pt stated she boluses for correction. Pt reported the infusion device did not display any errors during this time. Pt stated she noticed the infusion tubing became disconnected from the infusion device today. Pt reported her clothes were not wet, but she could smell insulin. Pt stated she verified the infusion adapter was dry and reconnected to the infusion tubing. Pt reported the adapter had been in use for about a month and a half. Pt reported she noticed an air bubble in the infusion tubing but not in the cartridge. Advised air bubble was most likely caused by reconnecting the tubing to the infusion device after it became disconnected. Had pt place the infusion device in stop mode, disconnect the tubing from the infusion set and attempt a prime; displayed a1 (cartridge low) alert. Had pt confirm and clear the alert; pt did not want to change the insulin cartridge during the call. Had pt prime until no air was visible in the infusion tubing and insulin came out of the end. Pt reconnected the infusion tubing to her infusion site and placed the infusion device in run mode. Pt stated she will change the insulin cartridge and infusion set later. On follow up call to pt on (B) (6) 2010 pt reported her blood glucose had return to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.